Manufacturer narrative:
Product analysis: visual review confirms the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue, with directional river consistent with overload. Conclusion: the above observations are consistent with overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: spondy at l3-l4. Type of procedure: olif (oblique lumber interbody fusion). It was reported that intra-op, the inserter tip was broken off. The product came in contact with the patient. No fragments remains in patient. No patient complications occurred due to this event.